Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Three attempts were performed to obtain additional information, but no response was received from the customer. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation could not be completed because the product had not been returned. A root cause could not be identified. Based on the investigation results, the probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had no image. The issue occurred during preparation for use during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image. The issue occurred during preparation for use during an unspecified procedure. There were no reports of patient harm.